Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the process. After the reset, the error code did not appear again, and the customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.